Event description:
It was reported that dr. Indicated fracture. The patient went to the doctor because of the missing tooth on the lower right no. 5, and requested a dental implant restoration. After the examination, a 4.1*10 zimmer implant is planned to be placed. The prosthesis was repaired well after the operation, but the neck of the implant was damaged due to the excessive occlusal force of the patient, and the implant could not be repaired and removed. Tooth site # 29.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were low bone density - type iii. The reported device had been placed on tooth #45 (fdi) for approximately .5 year. The patient had clenching. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (63782718) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63782718) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp, tsv, 4.1, 10, mtx, mg (tsvt4b10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use (IFU) and risks files. Functional testing could not be performed since the product was not returned. Pre-existing conditions noted on the per were low bone density - type iii. The reported device had been placed on tooth #45 (fdi) for approximately .5 year. The patient had clenching. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot: (63782718) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63782718) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the products were not returned and no pictorial evidence was available. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text: device not returned.

Event description:
No further event information available at the time of this report.